Event description:
Pt presented to the emergency room after receiving approx 20 inappropriate shocks while working at home. The decision was made to extract the 6 y.o. Lead and re-implant a new lead. The md prepped the lead with a lld-ez and began lasing with a 14f sls ii with the addition of a 43cm/14f visisheath. The sls advanced over the lead with ease, the visisheath not being used beyond the tracheal shadow. The svc coil of the lead was placed in the innominate vein and continued into the svc. After lasing for approx 30 seconds over the svc coil the pt's arterial blood pressure dropped and an effusion was noted on the tee. Within 1 min of the confirmed effusion the pt's chest was open exposing a tear that began at the innominate vein and continued through the innominate/svc junction. The pt was placed on bypass but his blood volume was still very low and ultimately suffered a significant hypoxic event. The pt survived the surgery and was transferred to the ICU, but unfortunately never regained consciousness and lift support was withdrawn approx 2 weeks later. There have been several ((B)(6) 2011) unsuccessful attempts at gathering device lot history info.